Manufacturer narrative:
Initial and final MDR (B)(4) - MDR . Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient experienced an event of infusion set bent cannula on (b)(6_ 2026. The issue occured with 3 infusion sets. The event occurred within three or more hours of insertion. The insertion site was abdomen and thighs. The infusion set was in use for one day. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.